Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was not pairing was confirmed. It was found that the battery tray assembly was corroded and was replaced to rectify the reported complaint. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corroded battery tray. This would, in turn, have caused the foot switch to not pair. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during the set up the vapr vue wireless footswitch was not pairing. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device(s) is/are available to be returned for evaluation.